Event description:
It was reported that the patient presented for a follow-up in clinic. During interrogation, it was observed that the right ventricular (rv) lead exhibited high defibrillation lead impedance, and degradation. Programming changes were made. The patient was stable throughout.